Event description:
The patient claimed that the multiple buttons required several presses to activate the desired pump functions. The keypad is reportedly intact.there was no adverse event associate with this complaint. The pump was replaced

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during testing, all buttons were noted to be under-responsive. The keypad cover was removed and contamination was observed under all contacts. Unrelated to the original complaint, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.